Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer wanted her sensors replaced because they repeatedly come out of her skin. Her blood glucose was unk at the time of reporting she stated that she threw the sensors away so they were unavailable for analysis. The sensors were replaced, however no add'l info was reported.